Event description:
The customer reported that the battery does not hold a charge. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.